Event description:
It was reported by service report that the side rails will not lock in the upright position and the power cord is missing the ground prong. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail arm link too tight.